Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the snare was malfunctioning when used for hot polypectomies. The cautery was attempted and there was no evidence of it working when used. The erbe's and cords were checked and they were functioning properly. The snare was securely attached to the active cord and there were no visible problems noted with the cautery pin. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.